Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was leaking pre-operatively where the ¿tube connects to the bag.¿ the cause of the issue was not determined. The device was replaced.